Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user experienced an alert 38 motor stall for approximately one day on an ilet pump, which was resolved during a dry run after removing supplies and the user planned a full supply change; the device involved a teflon inset infusion set and the problem aligned with a mechanical jam associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose remained stable at 115 mg/dl. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an assembly problem consistent with a mechanical jam in the motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.